Event description:
Boston scientific received information that this lead exhibited measurements consistent with a microdislodgement. Sensing and impedance measurements were within acceptable limits, however, increased capture was observed. A revision procedure was performed. The physician elected to explant this lead and implant an active fixation lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.